Manufacturer narrative:
Pharmacovigilance comments: the serious event of ischaemia at the implant site and the non-serious event of ulcer at the implant site were considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention to prevent permanent damage. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive action is needed. The events are expected. It is stated in the warning section in the IFU for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia and necrosis. Manufacturer narrative: lot number was not reported. Reporting exemption number: (B)(4).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 by a nurse which refers to a female patient (age unknown). No information was provided about medical history, concurrent diseases, concomitant medication, history of allergies or previous filler treatments. Three days prior to initial reporting in (B)(6) 2018, the patient received treatment with restylane nos to malar region (unknown lot number, volume, needle and injection technique). On (B)(6) 2018, the reporting nurse suspected occlusion (implant site ischaemia) in the malar area. The nurse implemented their standard operating procedure response to this event by injecting hyalase [hyaluronidase]. Three days after the event onset, the nurse reported that the current status was that the skin colour resolved and there was slight minor ulceration (implant site ulcer). The prescribing doctor was happy with the patient's response post hyalase treatment and commenced antibiotic [antibiotics] cover in order to ensure no infection. They were also using light therapy and reviewed the patient daily. Outcome at the time of the report: occlusion was recovered/resolved. Slight minor ulceration was not recovered/not resolved.